Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A director of nursing reported that the haptic optic junction was damaged. Additional information was requested.

Event description:
Additional information was requested, but further no information was available.

Manufacturer narrative:
Additional information was provided in h.3 and h.10. A sample was not received at the manufacturing site for evaluation for the report of peripheral optic damaged; therefore, the condition of the product could not be verified. Two possible lot numbers were reported, however, one of the possible lot numbers is invalid. A review of the device history records traceable to the valid possible lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).